Event description:
The customer had a hypoglycemic event. The device was used to check their blood glucose and a reading of 123 mg/dl was obtained. Emt's were called and their meter read 68 mg/dl. They was given orange juice and transported to the hospital and was treated for hypoglycemia. They were also given a glucose tab enroute to the hospital. Controls were not used on the system. The device was replaced with a new product and authorized for return to the manufacturer for evaluation.